Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E7 (electronic) error were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem.

Event description:
On (B)(6) 2013, it was reported that when the patient programs a bolus on his infusion device, the device does not vibrate as it should. The patient provided the example that if she were to program a bolus of 8 units of insulin the device would only vibrate 5-6 times. The patient stated that the correct bolus amounts are being delivered. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.